Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that plunger damage occurred before use with a syringe 3ml ll 23ga 1in. The following information was provided by the initial reporter, "damaged plunger." 2 occurrences were reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger damage occurred before use with a syringe 3 ml ll 23ga 1 in. The following information was provided by the initial reporter, "damaged plunger" 2 occurrences were reported.